Event description:
Customer stated: "the patient was transported from the room to the rehab center on the grab n go cylinder. The patient was on the grab n go cylinder during the initial phases of therapy. The therapist notice the patient was short of breath during the therapy and examined the flow from the cylinder. They noticed no oxygen flowing and moved the patient onto wall oxygen. At no time did the patient de-saturate."